Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the device quit working quite a while ago, it was confirmed this occurred in 2020. They thought the battery was depleted and said they didn't want to have any additional surgeries. They stated they would like it removed. The reported that the ins site hurt really bad and had been doing that on/off for a long time. When asked, they stated they couldn't recall when they first noticed it. They were redirected to their healthcare provider to further address the issue.